Manufacturer narrative:
Updated fields: b4, g3, g6, h2,h6 (type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) evaluated the unit, but was unable to reproduce the reported malfunction. The fse completed product inspection per customer/manufacturer requirements. The iabp was returned to the customer.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use, cardiosave intra aortic balloon pump (iabp) turned off while on a patient. There was no harm reported.